Event description:
It was reported that this right atrial (ra) lead exhibited under sensing of atrial fibrillation. Boston scientific technical services (ts) suggested possible unipolar sensing but can cause myopotential. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.